Event description:
It was reported the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and found to be below the expected limit. The original battery was sent to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.